Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and there was no fluid irrigating through the catheter; the catheter was completely occluded. It was reported that the nurse noticed that there was no fluid irrigating through the catheter. The caller stated that the catheter was completely occluded. The caller stated that the physician attempted to push fluid through the catheter without resolution. They replaced the catheter and the procedure continued without further issues. Device evaluation details: the device was returned to biosense webster for evaluation and the evaluation has been completed. Visual inspection and patency test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. A patency test was performed, and the catheter failed the test since the irrigation tube was found folded at the tip section. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. It should be noted that device failure is multifactorial. The instructions for use contain the following precautions: flush the catheter with heparinized saline prior to insertion into the body. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 2-jan-2024, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with an octaray mapping catheter and there was no fluid irrigating through the catheter; the catheter was completely occluded. It was reported that the nurse noticed that there was no fluid irrigating through the catheter. The caller stated that the catheter was completely occluded. The caller stated that the physician attempted to push fluid through the catheter without resolution. They replaced the catheter and the procedure continued without further issues. Additional information received indicated that no pump was being used therefore no error was given. The nurse noticed that fluid was not dripping from the bag anymore.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).